Event description:
It was reported that the camera head was shorting out during a diagnostic hysteroscopy dc procedure. There was a procedural delay as the intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g3, d8, h3, h4, h6, h10. Correction: b5, d10, g2, h2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable was found with a slice on its surface. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: faulty ccd shorting out. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head was shorting out during the diagnostic procedure. There was a procedural delay as the intended procedure was completed using a similar device. There were no reports of patient harm.